Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure could be user related / rough handling/ improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] storage store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date indicated on the direct package and the outer box."

Event description:
It was reported that the tray package was torn. Per additional information from the ibc via email 21feb2020, it was confirmed that the tear was on the outside sterile packaging. There were no photos available, and the tray was discarded at the facility.